Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported there was a motor stall and recovery in january when the patient had an MRI of her leg. It was later confirmed that the motor stall was during an MRI and the pump appropriately stalled and recovered according to the logs. The duration of the motor stall was not reported. The medication being delivered via the device was baclofen.